Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device has not yet been returned to the third party service center. At this time, they are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. The device was returned to a third party service center for evaluation. During the evaluation of the device at the third party service center, the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.